Event description:
It was initially reported that the inflatable penile prosthesis (ipp) was explanted due to unspecified reasons. A new 15cm x 12mm ipp device with 100ml reservoir was implanted. It was further reported that the ipp was explanted during a previous surgery due to infection. On (B)(6) 2019 the patient presented with fever, chills and purulent drainage from the wound. The patient's symptoms began on (B)(6) 2019. The patient recovered following the infection. A salvage device was implanted on (B)(6) 2019. Product was explanted but not expected to be returned. Should additional information be received or product be returned, a supplemental report will be filed upon completion of product analysis.